Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were unable to remove the battery cap. Customer's blood glucose level was 400 mg/dl. Customer was going to treating their blood glucose level with a backup insulin pump. Troubleshooting was declined. The device was not returned.